Manufacturer narrative:
The pump passed the displacement test and self-test. All buttons function properly. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file and traces on 04/21/2024 15:15:17.000. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2 and lcd assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, other retainer ring damage was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, broken belt clip rails and retainer knit line damage. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Cosmetic damages were noted during visual inspection. Retainer ring damage confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm and the center button was unresponsive. The customer also noticed a crack at the back but the pump was not dropped. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the reported events. The customer reported sticky buttons. The customer stated they did press a button down for 3 minutes or longer. There were responses from some buttons. The customer stated an alarm was not in progress at the time the button was unresponsive. The customer also reported a crack in the battery area and couldn't recall how it occurred. No harm requiring medical intervention was reported. A product return for mmt-1885 was requested and the customer response was the device will be returned.